Event description:
Procedure type: low anterior resection, patient: female. According to the reporter: the proximal purse string was not cut. Proximal tissue donut was not apparent. It seemed as if one side was cut and stapled. Converted to colostomy to complete the procedure. No bleeding occurred; however, surgical time was extended more than 30 minutes.